Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response button missing) was confirmed. Upon investigation, the front response button cover was missing and the front response button switch was damaged. The response button was not functional. The cause for the failure was that the switch was damaged. The root cause of the missing cover and damaged switch cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that one of the monitor's response buttons had fallen off.